Manufacturer narrative:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The available information strongly supports a probable association between the optiflux 180nre dialyzer assembly product and the patient's complaint of itching post hemodialysis treatment. Specifically in light of the fact that once the dialyzer was changed, the report of itching post hd therapy resolved.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility registered nurse (rn) reported that the patient complained of itching following the completion of their hemodialysis (hd) treatment. The patient received 50 mg of oral benadryl prior to the hd therapy being initiated. Additionally, the extracorporeal circuit was rinsed with 1 liter (l) of normal saline prior to the patient being setup on the equipment. The patient was switched to another manufacturer's dialyzer product on (B)(6) 2017; the itching subsided following the dialyzer switch. The patient no longer requires oral benadryl. The complaint device was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility. Follow-up information was provided by the user facility which revealed that the patient began receiving hd treatments in (B)(6) 2016 using the optiflux 180nre dialyzer assembly product. The first documented report of the patient experiencing itching following their hd therapy was on (B)(6) 2017. This submission captures the final itching event experienced by the patient prior to the switch to the dialyzer product. The exact event date is not known. There are no other suspected causes of the reported itching. The patient's phosphorus and kt/v were noted as being "good." No immunoglobulin testing was performed and the patient reportedly has no skin conditions.